Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003140, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 28-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6003140. The count of complaint is 3 which is equal 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6003140 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 13-sep-2023, with a total of (B)(4) units. The assembly, lot 3j00296 was manufactured according to the wi version 26 and manufactured in the quickset line, on 13-sep-2023, with a total of (B)(4) units. The assembly, lot 3j00297 was manufactured according to the wi version 26 and manufactured in the quickset line, on 13-sep-2023, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot # 3j00254 was manufactured according to the wi version 39 and manufactured in the gluing machine 05 - 04 - 08, on 11-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6003140 have already been previously tested in the complaint (B)(4) on 03/nov/2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code. The thresholds of 3 reportable complaints are met for the lot in question and malfunction code; further actions are required. This complaint requires further CAPA determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced bent cannula event and went to the emergency room (ER) and got hospitalized on (B)(6) 2025.the duration of hospitalization was for four hours.the blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous insulin drip.the patient experienced the symptoms of feeling sick at the time of the event. No further information available.